Manufacturer narrative:
An eval of the device cannot be performed as the device was discarded by the hospital and not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
On previous implant info form, site indicated that for the tkr currently being revised, date of implant: (B) (6) 2004. Type of failure - aseptic failure of the knee.